Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an hip surgery plastic debris came out of the two holes under the burr tip. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed based on the damage noted to the device. One unpackaged ar-8550fot oval, flushcut, 12 flute, 5.5 mm x 13 cm burr was received for investigation. The device was not able to be fully decontaminated and was evaluated via pictures. Visual evaluation of the attachments noted signs of use to the returned device. It was further noted that the shrink tubing was visible through holes under the burr tip and appeared to be damaged. Functional testing was not performed due to the biocontamination risk. The most likely cause for the reported failure can be attributed to a manufacturing issue with the assembly of the shrink tubing. Refer to investigation photos.